Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 99% stenosed lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). This maverick 2 monorail 15mm x 1.5mm balloon catheter was selected for pre-dilation and while advancing to the lesion the physician encountered resistance. The balloon catheter was inflated for 10 seconds without complication. On the second inflation, the balloon ruptured at 12 atms after being inflated for 10 seconds. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.